Event description:
A medtronic representative reported that during a cranial tumor resection, the surgeon was able to load the images without issue. They started to perform the registration when the system unexpectedly exited and rebooted itself. The surgeon started to do a second registration but the software unexpectedly exited again. The third time, they were able to complete the registration successfully. However, the surgeon opted to continue the surgery without navigation. There was no reported harm to the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. She tested registration with the same patient exam and was unable to recreate the unexpected exits. She also tested a registration with resin head and encountered no software or hardware issues. A system checkout showed that the system was fully functional. The reported event could not be duplicated by onsite medtronic personnel. However, the software investigation confirmed the reported event. Core files showed an unexpected exit in code that loads image files used in displaying plans. Analysis suggests that a memory leak elsewhere in the software is responsible for this unexpected exit. This issue will be continually monitored in a medtronic software anomaly tracking database.